Event description:
It was reported that air bubbles were observed within the tandem mobi cartridge. There was no adverse impact to the customer's blood glucose level. Issue occurred prior to calling technical support and was resolved. The customer changed the cartridge and resumed insulin use. Technical support advised customer to ensure insulin is at room temperature during cartridge filling.